Event description:
Per the surgeon's report, this pt has experienced fluctuating sound quality and an increasing number of faulty electrodes as confirmed by integrity testing two times in 2006. Her surgery explanted the device on nineteen days after the second test, and reimplanted a new one the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.